Event description:
It was reported that the patient developed developed atrioventricular block post defibrillation threshold (dft) testing during implant of the subcutaneous implantable cardioverter defibrillator (s-ICD). The physician decided to observe the evolution of the clinical condition in the days following the procedure before to deciding on any further action. It was noted that the patient had no av block before the dft testing, but underwent cardiac surgery recently before the s-ICD implant. At this time no decision has been made regarding the pacing need of the patient. The s-ICD remains in service and no additional adverse patient effects were reported.